Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch on the centrifugal drive motor was broken. The disposable pump will not stay on the unit. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
A replacement centrifugal drive motor latch has been sent to the customer.